Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, service found the adhesive of the bending section cover was worn and peeling off, the distal end cover was dented, the knob had play and less angulation, the stopper was deformed, and the number 1 key top was worn. The electronics connector pins were scratched, and the plastic part was shocked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The evis exera iii gastrointestinal videoscope was returned to an olympus service center for routine maintenance with no alleged complaint. There was no patient or user injury reported. During inspection and testing, service found the nozzle was clogged with foreign material, resulting in no air or water flow from the scope. This report is being submitted for the foreign material in the nozzle.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the nozzle was clogged with a white crystalline foreign matter, but it was not possible to identify what the foreign matter was. The root cause of the foreign matter could not be determined, however, it is possible that there was a difference between the reprocessing method performed at the facility and the reprocessing method recommended by IFU. Olympus will continue to monitor field performance for this device.